Event description:
A cracked and shattered touchscreen was reported, and the pump's screen became unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.